Manufacturer narrative:
(B)(4). No unexpected low battery alerts noted during testing. Unexpected replace battery alerts were present in the pump trace download due to connector resistance issue on electrical board. Insulin pump passed displacement test, sleep current measurement and active current measurement. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery lasts only 2-3 days. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.